Event description:
It was reported that a dhs plate broke on a younger patient. Plate is still in patient. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. (B)(4). The device remains in the patient and is not being returned for evaluation as no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.